Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted into the patient. Immediately after intra-aortic balloon pump (iabp) therapy began, the pump alarmed and it was found that the iab was not totally unwrapped. As a result, the iab was removed and replaced. According to the information provided the second insertion was a success. The iabp therapy was delayed/interrupted, but this did not cause harm to the patient. There was no reported patient death, injury, or complications. Medical/surgical intervention was not required. Additional information received on july 23, 2014 stated that the iab was prepped per instruction (the customer has been using the fiberoptix sensor catheter since 2012). The md always uses a sheath. The femoral artery used is noted as "dx". It is unknown if the patient had tortuous vessels. The md did not have a problem removing the iab from the patient. It is unknown if the iab was inserted into the same insertion site. There was a continuous alarm on the pump (class1 linea di base alta) and made a fluoroscopic control. The alarm was "helium loss 3-2". It was noted that the iabp used was an arrow iap-05001. Clarification was received on july 30, 2014 from (B)(4) qa/ra coordinator manager that "dx" means right femoral artery.